Event description:
A pt developed stomatitis after placement of a restoration or restorations using ceram-x mono restorative material and etch & prime 3.0. The pt sought treatment from an allergist whoe confirmed after conducting tests with the ceram-x used in the procedure that the pt had a type IV allergy to the material.